Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
On (B)(6) 2011, surgeon revised a pt who had a previous fusion due to loosening of 2 matrix locking caps. Surgeon removed 4 matrix screws and 4 matrix locking caps. Pt was revised to 4 screws and 4 locking caps. This is the 3rd of 6 reports submitted on this event.